Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple of the same altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 120 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed however the altitude alarm keeps recurring. The customer continued to use the pump for insulin therapy.